Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: added: h6 (patient). Corrected: h6 (device). No code available (3191) is used to capture synovitis and medical device removal.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 12 september 2019 for MDR reportability. On (B)(6) 2014, the patient underwent total left knee arthroplasty due to end-stage degenerative arthritis and pain of the left knee. It was noted the patella was resurfaced. The surgeon reported no intraoperative complications. Attune knee components were implanted in the procedure. Competitor¿s cement was used in the procedure. On (B)(6) 2018, the patient underwent a right knee revision due to loosening of the tibial and femoral components. The surgeon indicated synovitis that appeared to be from aseptic loosening. He further reported both the femoral and tibial components were grossly loose, though he did not note at what interfaces the loosening occurred. The surgeon indicated the femur had significant bone loss throughout the femoral condyle, and the tibia had a large amount of medial bone loss. He reported the patella was intact without loosening, and was not revised. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2014. Dor: (B)(6) 2018, (lt knee).